Event description:
It was reported that the device locked down on an unknown firing and would not release causing a tear in the cystic artery, but they had placed a clip upstream and it did not cause bleeding. There was no info how the case was completed. There was no pt consequence reported. The device was discarded.

Manufacturer narrative:
D4;h4: information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.